Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported issue. However, the error could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab software passed.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the customer was unable to steer the arms with the left master tool manipulator (mtm) from the surgeon side console (ssc1), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the mtm to resolve the issue. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer used another ssc to complete the procedure due to a steering issue with the mtm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. .

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer was unable to steer the arms with the left master tool manipulator (mtm) from the surgeon side console (ssc1). The surgeon used another ssc to finish the procedure. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the system function was checked after booting up the system and did initially boot up without error and worked perfectly until almost the end. The operation was completed with the dual console. The surgery was delayed by 15 minutes due to this problem. No patient relevant information can be provided due to hospital regulatory guidelines.